Manufacturer narrative:
UDI for hgb161407: (B)(4). The device catheter was discarded at the facility and therefore not available for evaluation.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and aneurysm of the common iliac artery and was treated with gore excluder&#59393;aaa endoprostheses as well as gore&#59397;excluder&#59401;iliac branch endoprostheses. A wire wrap of the through wire and the guidewire was noticed when the hgb161407 internal iliac component hgb catheter was about to be moved out of the gore dry seal flex introducer sheath to be advanced into the internal iliac artery. The reason for the wrapped wires is unknown and no anatomical issues were reported. As, due to the wire wrap, severe advancement difficulties were experienced when attempting to advance the hgb component and follow the curved path of the sheath, the decision was made to retract the device. By retracting the catheter of the hgb component back into a straighter section of the sheath with a turning motion, it was hoped that, the wires would unwrap themselves. Reportedly, force was applied while retracting the catheter back into the sheath. It was subsequently realized that the leading end of the catheter had separated with the undeployed stent remaining on the guidewire and inside the patient. A dsl1828 gore dryseal sheath and a balloon was used to retrieve the leading end. The patient tolerated the procedure.